Event description:
It was reported that the system would not product x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the filmer needed to be repaired, but no conclusion can be drawn as repair information is not available. The customer declined repair.